Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was 180 mg/dl at the time of incident and was over 600 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose event. The customer stated that the auto mode feature was not on. Customer did not mention nay symptoms related to high blood glucose level. The customer was treated with insulin drip and manual injection for high blood glucose level. Customer declined to perform a carelink upload. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.